Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (leg), causing the cannula to dislodge. As treatment the patient replaced the pod. The patient has discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.